Event description:
It was reported to ventec that the device unexpectedly shut down while a patient was under treatment. The patient advised that he was able to restore power, but the ventilator was lacking adequate pressure and the breathing intervals (breath rate) was less than he expected. As a result, the patient experienced a significant drop in oxygen (o2) saturation. It took approximately 3 minutes before he could be placed on his backup ventilator. The patient survived the reported event and there were no adverse effects as a result of the reported issue. No further details were provided. The unexpected shut down (inop) was reported via medwatch number 3013095415-2021-00016. This medwatch report is to document the issues of the device's unexpected breath rate and the resulting patient desaturation.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device not providing adequate breaths could not be confirmed. Ventec then completed repairs associated with the unexpected shut down (as reported via medwatch number 3013095415-2021-00016). Proper device operation was then observed through functional and performance testing. The cause of the reported inadequate breaths that led to the patient desaturating could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.